Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy, and a replacement pump was sent by technical support. The customer was instructed to complete training before using the new pump, place the old pump in storage mode, and return it using a prepaid label within 10 days.